Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: potential factors that can influence a pop-out/dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others, and a root cause could not be established from the limited information available. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Therefore, a second valve was successfully implanted. No additional adverse patient effects were reported.